Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 440 mg/dl. The user addressed bg level with a manual injection. Reportedly, there were air bubbles in the tubing. The user successfully primed the tubing to remove air bubbles and resumed insulin delivery. Reportedly, the user's healthcare provider instructed the user to change the supplies every 4 days. The current cartridge was in use for 3 days.